Event description:
The customer reported to olympus, bronchovideoscope image was noisy without image. The issue was found during reprocessing for an unknown diagnostic procedure. The procedure was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image due to a defective plug unit, and the plug unit has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.